Event description:
The beckman coulter dxc 600i instrument generated false low na results on (B)(6) 2012 (cf(B)(4)), and on (B)(6) 12 generated low anion gaps, but it is unknown which analyte was the cause. No erroneous results were reported out of the lab. Samples were repeated on the other dxc in the lab, and those results reported. Service replaced the carbon bridge.

Manufacturer narrative:
(B)(4).